Event description:
It was reported that stent migration occurred. A 14mm wallstent endoprosthesis with unistep plus delivery system was advanced and was deployed to the portal vein. Upon removal of the stent delivery system from the patient, the stent jumped forward. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).